Event description:
Sales representative reported on behalf of healthcare professional "implant was ruptured". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Corrected data: a.4, d.3. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/06/2024.

Event description:
Sales representative reported on behalf of healthcare professional "implant was ruptured". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported on behalf of healthcare professional "implant was ruptured". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported events rupture was received on june 17, 2024. With lot number 3403485. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.